Manufacturer narrative:
A ge oec service representative investigated the issue, and this issue would be related to the fluoro functions pcb rebooting. Indications show the ffb pcb would be replaced (reset on an earlier service call). The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provided any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 2800 fluoroscopy system had a system lock-up as described.